Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported seeing a shining reflection on the right side of her vision after cataract surgery with an intraocular lens (iol) implant. Additional information was provided by the consumer, that she also developed an eye infection and dry eyes. She has received medical treatment for the infection and the dry eyes. Additional information has been requested.